Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm. The customer's blood glucose level was unknown. Troubleshooting was not performed but issue was resolved by a set change. No further information was provided.